Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the 5mm x 150mm x120cm smart flex vascular ses (self-expanding stent) delivery system implantation, the shaft was delaminated, which resulted in implantation difficulties. During the deployment, the user noticed some resistance, after shaft had delaminated. The user managed to deploy the stent, keeping its shaft. There was about a 2cm elongation of the stent (as measured during angiography). There was no reported patient injury. The stent was placed in the correct position in the patient's anatomy and the shaft was completely removed. The target vessel was the proximal, right popliteal artery using an ipsilateral, femoral approach with a 5f cordis sheath. The delamination was noted during stent deployment. The device was stored and prepped per the instructions for use (IFU). The device was inspected prior to use and there were not anomalies noted. There was no difficulty experienced in prepping the device. The target vessel had severe calcification, no tortuosity, no acute, no bifurcation, and was a cto. The femoral access vessel was severely calcified, no tortuosity, no stenosis, no acute angle, and no bifurcation. The device did not kink or bend at any time. The lesion was predilated with a 4mm unknown balloon. There was no difficulty tracking through the vasculature. There was no resistance during withdrawal of the device through the sheath. The non-cordis guidewire port was flushed as outlined in the IFU prior to loading on the guidewire. Adequate flush was maintained throughout the procedure. Other procedural details were requested but are unknown, unavailable, or not applicable. The device is expected to be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10 a review of the manufacturing documentation associated with lot 227163 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: during the 5mm x 150mm x120cm smart flex vascular ses (self-expanding stent) delivery system implantation, the shaft was delaminated, which resulted in implantation difficulties. During the deployment, the user noticed some resistance, after shaft had delaminated. The user managed to deploy the stent, keeping its shaft. There was about a 2cm elongation of the stent (as measured during angiography). The stent was placed in the correct position in the patient's anatomy and the shaft was completely removed. The target vessel was the proximal, right popliteal artery using an ipsilateral, femoral approach with a 5f cordis sheath. The delamination was noted during stent deployment. The device was stored and prepped per the instructions for use (IFU). The device was inspected prior to use and there were not anomalies noted. There was no difficulty experienced in prepping the device. The target vessel had severe calcification, no tortuosity, no acute, no bifurcation, and was a cto. The femoral access vessel was severely calcified, no tortuosity, no stenosis, no acute angle, and no bifurcation. The device did not kink or bend at any time. The lesion was predilated with a 4mm unknown balloon. There was no difficulty tracking through the vasculature. There was no resistance during withdrawal of the device through the sheath. The non-cordis guidewire port was flushed as outlined in the IFU prior to loading on the guidewire. Adequate flush was maintained throughout the procedure. Other procedural details were requested but are unknown, unavailable, or not applicable. Addendum: product analysis revealed the inner sheath was separated from the hub. There was no reported patient injury. The device was returned for analysis. A non-sterile ¿smart flex 5x150 vas 120cm¿ was received inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The outer and inner sheath are separated from the hub. The hub presents a cracked condition on the distal area. The unit was fully deployed, and the stent was not returned for analysis. The hemostasis valve was tight closed. A compressed/crushed condition was observed on the returned segment of the outer sheath located at 11 cm from the proximal end. A kinked/bent condition was noticed at 9 cm from the distal end of the separated segment. The length of the separated outer sheath is 136 cm. No delamination condition was observed. No other damages or anomalies were noticed. The unit was inspected using a vision system confirming the cracked hub condition and the compressed/crushed condition on the outer sheath. Additionally, the microscopic vision system results showed the separated area of the outer sheath from the smart flex 5x150 vas 120 cm unit presented evidence of elongations. Plastic deformation resulting in diameter reduction was observed on the sheath¿s braid wires. Also, material elongations were observed on the separated guidewire lumen area. The elongations found on the guide wire lumen and outer sheath material as well as the plastic deformation and the diameter reduction observed on the braid wires of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the unit material was induced to a tensile force that exceeded the braid wires, the outer sheath, and the guidewire lumen material yield strength prior to the separation. No other anomalies were observed during microscopic analysis. A product history record (phr) review of lot 227163 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported events. The reported ¿coating-ses~ delaminated¿ was not confirmed. No delamination condition was observed on the returned device. The reported ¿stent-ses ~ incorrect length - too long/stretched¿ was not confirmed. The stent was not returned to be analyzed. Neither procedural images nor films were provided for evaluation. The reported ¿inner shaft ~ separated¿ was confirmed. A separated condition of the inner and outer sheath was observed. Also, a cracked condition on the hub was noticed. Exact cause of these damages could not be conclusively determined during the analysis. The elongations found on the guidewire lumen and outer sheath material as well as the plastic deformation and the diameter reduction observed on the braid wires of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the unit material was induced to a tensile force that exceeded the braid wires, the outer sheath, and the guidewire lumen material yield strength prior to the separation. Vessel characteristics of a chronic total occlusion (cto) as reported by the operator may have contributed to the reported events as well as the compressed/crushed condition and kinked/bent condition noticed on the device, as received. Furthermore, the user¿s interaction with the device as evident by tensile forces noted on the returned unit during product analysis, can imply that the user¿s forceful interaction with the device may have led the reported events. It should be noted that the operator stated that during the deployment, the user noticed some resistance, after shaft had delaminated. The instructions for (IFU) states ¿advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used.¿ ¿if resistance is felt during retraction of the outer sheath do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ the operator should have withdrawn the device safely when the anomaly was noted, instead the operator continued. Additionally, the instructions for use (IFU) states ¿stent positioning about the target lesion is achieved prior to deployment utilizing the distal stent markers and the proximal placement marker. These sets of markers indicate the approximate position of the stent after deployment. The proximal stent markers are proximal to the proximal placement marker and indicate the amount the stent will shorten during deployment. The stent system is designed to shorten from proximal to distal during deployment, such that once the distal portion of the stent has been placed at the target location, it will not move during the remainder of the stent deployment and most stent shortening occurs from the proximal end.¿ neither the phr review nor the product analysis suggests that the reported conditions could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
During the 5mm x 150mm x120cm smart flex vascular ses (self-expanding stent) delivery system implantation, the shaft was delaminated, which resulted in implantation difficulties. During the deployment, the user noticed some resistance, after shaft had delaminated. The user managed to deploy the stent, keeping its shaft. There was about a 2cm elongation of the stent (as measured during angiography). There was no reported patient injury. The stent was placed in the correct position in the patient's anatomy and the shaft was completely removed. The target vessel was the proximal, right popliteal artery using an ipsilateral, femoral approach with a 5f cordis sheath. The delamination was noted during stent deployment. The device was stored and prepped per the instructions for use (IFU). The device was inspected prior to use and there were not anomalies noted. There was no difficulty experienced in prepping the device. The target vessel had severe calcification, no tortuosity, no acute, no bifurcation, and was a cto. The femoral access vessel was severely calcified, no tortuosity, no stenosis, no acute angle, and no bifurcation. The device did not kink or bend at any time. The lesion was predilated with a 4mm unknown balloon. There was no difficulty tracking through the vasculature. There was no resistance during withdrawal of the device through the sheath. The non-cordis guidewire port was flushed as outlined in the IFU prior to loading on the guidewire. Adequate flush was maintained throughout the procedure. Other procedural details were requested but are unknown, unavailable, or not applicable. The device is expected to be returned for analysis.addendum: product analysis revealed the inner sheath was separated from the hub.